Event description:
Medtronic received a report that during delivery, a solitaire fr stent encountered resistance with a phenom 21 microcatheter and was broken during removal. It was noted the patient's blood vessels were not flexed. When the delivery sheath was pressed against the hub of the microcatheter and insertion of the solitaire was attempted, resistance occurred, and when it was tried to retrieve the stent, the delivery wire and the stent portion was broken. The catheter was retrieved. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The resistance was at the hub, there was no loss of reference thermal equilibrium (rhv) during delivery, and the sheath fit in the hub of the microcatheter (proximal side).

Manufacturer narrative:
Continuation of d10: phenom 21 microcatheter product ID: fg13160-0615-1s, (lot: 233038546). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.